Event description:
It was reported that the pulse generator exhibited high capture thresholds. It was noted that this occurred after the patient had undergone radiation therapy for cancer the day prior. No patient symptoms were reported but would continue to be monitored.